Event description:
Patient reported right side gel bleed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported, "started to become unwell...with blackouts and signs of breast implant illness" which were determined to be not device-related. Patient underwent an MRI scan which showed the device was intact. During device removal "silicone leakage" was discovered in the capsule, implant found to be intact. Patient has concerns regarding the device recall. This record relates to the right side. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ varied injuries ¿ ndr: not applicable as the event is not related to the device. ¿ anxiety - product/procedure: unable to observe since it is not related to the device. ¿ neurological symptoms ¿ ndr: not applicable as the event is not related to the device. ¿ gel bleed: no observed. Additional observation: ¿ red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported, "started to become unwell...with blackouts and signs of breast implant illness" which were determined to be not device-related. Patient underwent an MRI scan which showed the device was intact. During device removal "silicone leakage" was discovered in the capsule, implant found to be intact. Patient has concerns regarding the device recall. This record relates to the right side. The device has been explanted and replaced with a non-allergan brand. Device discarded.